Event description:
Consumer reports that their family member died from complications of using said product. Product was applied to shoulder area for about 8 hours as instructed. The area burned included from neck to back, including the hairline. Consumer reports that family member also had pneumonia that was a secondary cause of death.